Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations. The technical services (ts) requested data for further review. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations. The technical services (ts) requested data for further review. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this ICD was explanted. No additional adverse patient effects were reported.